Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined further troubleshooting with tandem technical support regarding the occlusion and elevated bg, and reportedly resumed insulin therapy on the pump to address the alarm. No additional patient information was able to be obtained.